Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number: (B)(4). This report is being filed to relay additional information. The device history record for zimmer skin graft mesher serial number: (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. The customer returned a zimmer skin graft mesher serial number: (B)(6) as well as 1.5:1 cutter serial number: (B)(6) for evaluation. Evaluation of the device on 12 july 2019 noted that the pretests could not be performed due to the comb being out of shape and cutter not rolling smoothly. Upon further evaluation, it was found that the left side plate wall was worn on the inside surface and that the bottom roller needed to be replaced. The cutter was found to not produce a passing mesh and was mentioned to not be used and replaced. Repair of the mesher occurred on 11 october 2019 and involved replacing the comb, roller, left side plate, the roller gear and the bearings as well as relubricating the handle. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the comb was bent and the returned cutter was defective, failures that would result in the device producing an improper graft, it cannot be determined from the information provided as to what caused these failures to occur. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended or any adverse trends that may warrant further action.

Event description:
No additional event information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio caution: sharp/ pn 00770301500/ sn (B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, the skin graft was split into half when running through machine. The graft was damaged and was not been able to use as one big graft, however no additional unplanned graft was required from the patient. The recipient site was affected. An alternate device was used to complete the procedure. There was a delay between 1-15 minutes.